Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned. The reason was not provided. This lv lead has been successfully replaced. No additional adverse patient effects were reported.